Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient woke up with the sensor out of skin on (B)(6) 2026 as the infusion set was clogged because of the skin tac used by patient. The site of insertion was buttocks. The blood glucose level was high (27mmol/l) for three days which was treated with pen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.